Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00342: driver.

Event description:
While inserting distal scews into the plate, the driver tip broke off in the head of one of the screws. It could not be removed and was left implanted.